Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the e8 error message(s) and an always active button.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the buttons stopped functioning after the infusion device was dropped in water. She changed the battery and an e8 power interrupt error occurred, but she was unable to clear the error message by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.